Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that after rebooting the pump it would not go past the animas logo screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a power issue observed in the black box history and the original complaint could not be duplicated during investigation. The pump booted to the verify screen with audible and vibratory features. Unrelated to the original complaint, the contrast was discolored. Also unrelated, the battery compartment was cracked. The battery cap was not returned, so a new test cap was used and was able to fully attach to the pump. The keypad was fully functional. An ezprime sequence and 24 hour duration test were successfully completed with no power issues being duplicated. Internal moisture was found inside the pump when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.